Event description:
Following a catheterization of the right femoral artery, the 6f mp angio-seal device was deployed successfully, maintaining a sterile technique. The pt was discharged the same day but represented to the hospital two days later with pyrexia (fever) and a swollen right groin, which was inflamed and warm to the touch. Tissue cultures confirmed a staphylococcus infection. IV antibiotics were administered with good effect; however, the pt remained hospitalized for three days. The symptoms abated and the pt was discharged with prescribed oral antibiotics.